Event description:
The customer reported that the machine alarmed "dialysate weight (incorrect weight change detected) and that they were not able to clear the alarm. According to facility's rn, clinical coordinator, a nurse in ICU was experiencing multiple alarms on prisma and called gambro clinical assistance services (cas) hotline for help. After several attempts to troubleshoot the alarms the cas nurse recommended that the pt be taken off the machine and that a request for service be placed with gambro response center. The set had recently been changed prior to the occurrence of multiple unspecified alarms. The treatment was discontinued and the pt's blood was completely returned.